Manufacturer narrative:
The pump was returned to animas for evaluation. The results of the investigation were as noted. The keypad was observed to be intact; however, the pump was unresponsive to the down arrow and backlight buttons, the pump is intermittently responsive to all other keypad buttons, and there was contamination found under the button contacts.

Event description:
The pt claimed the pump is intermittently responding to the down arrow button and the buttons require multiple presses for the pump to respond. The pump reportedly has not been exposed to moisture and the keypad is intact.